Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, erosion, contraction, infection, inflammation, scarring, contraction, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, hardening, nerve and soft tissue damage and has the potential for add'l surgery.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).